Manufacturer narrative:
Complaint #: (B)(4).

Event description:
This event was received via an adverse event report. It was reported during a planned cholecystectomy and cholangiogram, the surgeon placed the balloon in the common bile duct, inflated the balloon, and hooked the dye up to the same port. The surgeon realized the dye was connected to the wrong port. He switched ports and did the cholangiogram. The surgeon inadvertently got a know in the end of the catheter when it curled back on itself after reaching the blockage while injecting dye into the common bile duct. He attempted to aspirate the balloon from the port and remove the balloon, but met resistance and the balloon was still inflated. The balloon could not be removed from the duct. The surgeon cut the catheter above the knot and discarded the remaining portion of the catheter. After the case, because that portion was not defective, distal catheter piece remained in the common bile duct. Gi medicine was contacted to do an ercp as soon as gi surgeon was available. Pt went to pacu until the ercp could be done a few hours later. A 2 inch long catheter tip was removed uneventfully in endoscopy during ercp. The distal portion of the catheter that had been retained was saved and returned to the manufacturer. Pt did well postoperatively and went home on post op day 2.